Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 010000589, comp rvrs 25mm bsplt ha+adptr, 209590; 115313, comp rvsr shldr glnsp +3 36mm, 318690; ep-115393, e1 44-36 std hmrl brng, 942170; 115399, comp rvs cntrl 6.5x45mm st/rst, 343300; 180551, comp lk scr 3.5hex 4.75x20 st, 755610; 180552, comp lk scr 3.5hex 4.75x25 st, 983410; 115393, comp rvs cntrl scr 6.5x50mm ns, 942170. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2016 - 01931, 0001825034 - 2018 - 09250, 0001825034 - 2018 - 09251, 0001825034 - 2018 - 09252, 0001825034 - 2018 - 09253.

Event description:
It was reported that approximately 2 years post implantation, the patient was revised due to gross loosening of the glenoid component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-ray review demonstrated that the humeral cup was aligned with the far inferior aspect of the glenosphere, consistent with subluxation. No frank dislocation. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause is determined to be related to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.